Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 475cc and experienced generalized illness symptoms including chemical sensitivities, neurological issues, urinal blood clots, asthma , cramps neurological pain back pain, bloating, brain fog, fatigue, joint pain, arthritis, skin rashes, irregular periods, headaches, pain in both breasts, swollen lymph nodes, hair loss, difficult to open jars and grip things, numbness and tinglyness in hands and feet, burning sensation, vision problems, and temperature sensitivity post-operatively. It was indicated the patient underwent surgical intervention to have breast lumps removed. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.